Event description:
Customer reported that their pump did not charge properly, requiring the charger to be held in a specific position and necessitating frequent switching of chargers due to the usb port being exposed and difficult to use. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up at the time of reporting, and no additional corrective actions were detailed.